Event description:
It was reported that the patient experienced recurring incontinence and erosion with the artificial urinary sphincter (aus). It was added that this patient was hospitalized 18 months post surgery during which was catheterized. Leakage started shortly after the catheterization. During this surgery, the erosion as discovered at the site of the cuff. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion and recurring incontinence was confirmed or not confirmed via product analysis. Rationale for ncep/CAPA/scar being initiated or not initiated.

Event description:
It was reported that the patient experienced recurring incontinence and erosion with the artificial urinary sphincter (aus). It was added that this patient was hospitalized 18 months post surgery during which was catheterized. Leakage started shortly after the catheterization. During this surgery, the erosion was discovered at the site of the cuff. The aus was explanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence and erosion with the artificial urinary sphincter (aus). It was added that this patient was hospitalized 18 months post surgery during which was catheterized. Leakage started shortly after the catheterization. During this surgery, the erosion was discovered at the site of the cuff. The aus was explanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event description updated to reflect device was removed, but no new device was implanted. Updated to reflect additional information: implant date recorded. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:48 pm CT. The report number is being corrected from: 2183959-2018-61592 to: 2183959-2018-60800. Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence and erosion at the cuff site with their artificial urinary sphincter (aus). It was added that this patient was hospitalized for 18 months post surgery during which time they were catheterized. Leakage was observed shortly after the catheterization. The aus was explanted and a new device consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the cuff was not deactivated following the catheterization. The patient was reported to be doing well after the revision surgery.

Manufacturer narrative:
Event updated to reflect additional information. Implant date recorded. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:48 pm CT.the report number is being corrected from: 2183959-2018-61592 to: 2183959-2018-60800. Device investigation in progress.